Event description:
The drill tip interfered with the nail when drilling for the distal locking screw insertion, and the drill broke.

Manufacturer narrative:
The reported condition could be confirmed as the drill bit was returned broken. The device inspection revealed the following: as received condition the device is broken off at the crossover to the shaft and the drill bit. The broken fragment was not returned. The breakage surface reveals typical characteristics of a brittle fracture (smooth surface without any plastic deformation). In addition, small nicks and dents at the cutting flutes can be observed, confirming the reported contact between the drill and the nail. Therefore, the appearance of the fracture zone shows that mechanical overload by applying excessive torsional force, most likely caused by metallic contact with the nail, did lead to the breakage of the drill bit. Furthermore, relevant dimensions were measured and a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The appearance of the fracture zone shows that a mechanical overload by applying excessive torsional force, most likely caused by metallic contact with the nail, did lead to the breakage of the drill bit. As a reminder, the instructions for use state the following: « avoid drilling into metal implants with bone drills. The implants could be critically weakened and break under load and the drill could be damaged. » if more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The drill tip interfered with the nail when drilling for the distal locking screw insertion, and the drill broke.